Manufacturer narrative:
A review of the data revealed that run 4017 and run 4018 made potential false positive calls for the influenza a and influenza b targets of the scfa assay due to a step in the curve. It appears the sars-cov-2 target was correctly identified for this patient sample. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false positive results when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer sn (B)(4). The nasopharyngeal sample was collected in caron science utm 3ml. According to the customer, run 4017 initially generated sars-cov-2 positive, influenza a positive and infuenza b positive. The same sample was retested on the same cobas® liat® system (run #4018) also generated positive results on all 3 targets. Furthermore, the same sample was then sent out to the hospital laboratory and tested using the genexpert cepheid generated sars-cov-2 positive. Both positive and negative test results were reported to the medical personnel treating the patient. Additional 3 runs were identified during the data review. On (B)(6) 2021, run # 3839 lot 10621z generated influenza a negative, influenza b positive and sars-cov-2 negative results. On (B)(6) 2021, run # 3950 lot 10621z generated influenza a negative, influenza b negative and sars-cov-2 positive results. On (B)(6) 2021, run # 4023 lot 10802y generated influenza a positive, influenza b positive and sars-cov-2 positive results. No harm or injury to the patient is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance five (5) mdrs will be filed.